Event description:
Per the clinic, the patient experienced a retroauricular infection and was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on september 23, 2022.